Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula was not observed to be bent or kinked. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Mother reported the school nurse called and stated the patient wasn't feeling well. When removed from the infusion site (abdomen), the pod's cannula was found bent. Small ketones were also present. As treatment, manual injections of insulin were delivered.